Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. After cleaning, the helix can be extended and retracted by applying torque directly at the connector pin. The full helix extension length was measured within specification. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that during a follow up in clinic, dislodgement of the right atrial (ra) lead was noted. A revision procedure was performed and the ra lead was repositioned. Following the revision procedure, dislodgement of the ra lead reoccurred. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.